Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The sales rep reported that the prp syringe had a crack in the tip and it was not identified until the injection time. The doctor went to inject the prp into the patient and the syringe leaked the prp out onto the floor. When the sales rep arrived, he asked the ma if they had screwed on the syringe very tightly or had pushed on the syringe while it was attached to the angel, and they said no. The rep states that the nurse has a lot of experience in prp cases and she states that she did not do anything abnormal to the syringe. Patient is female (B)(6). Follow-up investigation: the correct lot number was provided; lot # 732579060. The rep confirmed that the cracked syringe tip was discovered after the prp leaked. No one was harmed by the broken tip, and it has been reported that the facility's protocol for blood borne pathogens was followed properly. The procedure took place in the surgeon's office.